Event description:
The surgeon explanted the valve because of complications with the patient. The patient exhibited hydrocephalic symptoms, therefore the doctor decided to explant the valve. The doctor has stated that there was nothing wrong with the valve. The surgeon did use another valve to replace the explanted one.